Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site which began months ago and she turned the scs system off at that time. The ipg is unable to communicate with the external devices. Surgical intervention may be pending to address this issue.